Event description:
It was reported that patient was revised due to high cobalt levels and patient discomfort. Right rejuvenate hip revised.

Event description:
It was reported that patient was revised due to high cobalt levels and patient discomfort. Right rejuvenate hip revised.

Manufacturer narrative:
This medwatch is a duplicate of mf report # 2249697-2012-02011, (B)(4).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.